Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2022 through (B)(6) 2022 and readmitted (B)(6) 2022. The patient was diagnosed with a transient ischemic attack. Symptoms were consistent with left middle cerebral artery (l mca) distribution. The patient had right sided weakness, slurred speech, and right facial droop, which resolved within 2 to 3 hours. Computed tomography (CT) scan of the head was repeated 4 times and was unremarkable each time. Transesophageal echocardiogram (tee) was negative for a cardiac source of thrombus. The patient had a computed tomography angiograph (cta) of the chest with 3-d reconstruction which showed a 3 millimeter by 6 centimeter thrombus on the proximal outflow graft. No abnormal device parameters were observed. Lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhgb) were within limits. No hemoglobinuria or heart failure symptoms were observed. Acetylsalicylic acid (asa) was changed to plavix (clopidrogel) and arixtra (fondaparinux) was administered for bridging.

Event description:
It was later reported that there were no recent changes to pump parameters that would have contributed to the event. As of (B)(6) 2022, head cts remained negative. A repeat cta would be performed to determine if the thrombus had resolved. Interventional cardiology was consulted and felt nothing could be done aside from medical management given the lack of pump malfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events (neurological dysfunction and suspected thrombus) cannot be conclusively determined through this evaluation. A direct correlation between the suspected thrombus and the transient ischemic attack cannot be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists thromboembolism and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism and neurological dysfunction as potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.